Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A product recall has been initiated by the manufacturer and the reported product issue is being investigated by the manufacturer via a cpa.

Event description:
A hemodialysis inpatient user facility reported that during treatment, a blood leak occured. The leak was visually observed coming from where the chamber meets the arterial end fo the dialyzer and dripping on the floor. Estimated blood loss was less than 100cc's. Patient had no adverse effects and did not require any medical intervention. Sample is not available; sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.